Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 36 devices were received for evaluation; 36 events were confirmed during testing. The 36 devices were found to be affected by cleaning. Three devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 39 </noe> malfunction events in which the device run/safe etchings were not legible, presenting a potential for the device to inadvertently be activated. There was no patient involvement; no patient impact.